Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical assistance from their doctor. The patient's blood glucose (bg) values reached 380 mg/dl. For treatment, no information was given. The pod was worn between 4 and 24 hours on the hips/buttocks. The ketones were large. The pod was discarded. No further details to report.